Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and only t2 were returned. The suture and anchor were detached from the device. T2 has a portion of the suture still attached and the two ends of the suture attached to t2 appear to be frayed. Both ends of the other portion of the suture also appear to be frayed. There was no knot visible in the two parts of the returned suture. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal end of a fast fix device. The suture and both anchors are visible and are detached from the device. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported failure include excessive force or a sharp object that served the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair using a "fast-fix 360° curved needle", the suture could not be tighten. The t1 and t2 anchor were successfully removed from the patient. The procedure was successfully completed without delay using a back-up device. No further complications were reported.